Event description:
It was reported that the non-patient end of the bd micro fine plus¿ insulin pen needle broke off before use. The following information was provided by the initial reporter, translated from japanese to english: "the needle npe was broken."

Manufacturer narrative:
Investigation: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the two returned samples and photos and a bent non patient end of cannula was observed on both samples. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the bd micro fine plus¿ insulin pen needle broke off before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle npe was broken."